Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this device underwent shoulder surgery. During the procedure the device was oversensing cautery noise which was inhibition pacing. A local boston scientific representative was called to reprogram the device during the procedure. There were no adverse patient effects reported. The device remains in service.